Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 35mg/ml at 4.5mg/day, clonidine 3mg/ml at 0.3857mg/day, baclofen 4mg/ml at 0.5143 mg/day and marcaine 5mg/ml at 0.6429mg/day via an implantable pump. The indication for use was non-malignant pain. On 20-dec-2018 it was reported that patient¿s pump was empty. Per the reporter, the patient had insurance issues, so the patient let the pump run dry. The healthcare provider wanted to program the pump off and the pump off code was provided. No patient symptoms and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.